Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to pool waster. The customer stated that the insulin pump was attached to their swimsuit by accident. When they got out of the waster they noticed that the insulin pump was alarming an error and the screen went blank immediately. The customer's blood glucose was 123 mg/dl. The discontinuation of the device was advised. Nothing further was reported.